Event description:
It was reported when using the bd pyxis anesthesia es system new patients were not seen. The customer added that this malfunction caused a delay in retrieving medication to patient. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that there was a communication issue. The technical support specialist checked station logs and no communication issues noted. The system functioned as intended after the technical support specialist troubleshooted the device.